Event description:
During a surgical procedure, the plastic flare at the end of the cutting forceps fell out into the patient. The flare was recovered with no harm to the patient. Another like device was used to complete the case.

Manufacturer narrative:
The complaint is confirmed. The device was received with the detached flare. The flare is cut lengthwise. The device appears to be used, the jaw insulation is cut due to the flare missing on the shaft.